Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per inital report, baxter's technical service center assited the home pt in ending the therapy early. The home pt completed therapy by starting a new session with the same supplies. No pt injury or medical intervention was indicated at the time of the initial report.